Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was no longer working after receiving the stimulator end of service message. It was noted that the patient had turned up the stimulation past the recommended rate. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was no longer working after receiving the stimulator end of service message. It was noted that the patient had turned up the stimulation past the recommended rate. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.